Event description:
It was reported that the customer experienced a discrepancy between displayed and actual time on the pump, which exceeded a five-minute difference. There was no adverse impact to the customer¿s blood glucose level as previous settings did not cause blood glucose levels outside normal range. Technical support assisted the customer in updating the pump time and advised them to monitor and follow up if the time discrepancy reoccurred, which the customer understood and acknowledged.